Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were not showing on the pyxis and unable to issue medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed the case and followed up with the pharmacy team to confirm the current status, where it was reported that the issue had already been resolved. Accessed and reviewed station logs around the reported timeframe (26th-27th) and found no distinct errors or failures. Verified that the station communication was stable during analysis. Confirmed that the behavior was intermittent and consistent with a temporary external communication disruption. Since no issue was reproducible and the system was functioning normally, the case was closed after customer confirmation. The system functioned as intended after the issue was resolved.